Event description:
As reported: "locking screw did not lock; the screw was idling in the plate."

Manufacturer narrative:
Correction: please refer to h6 section. A complaint analysis while working on the nc related to the variax2 locking screw revealed that the plates did not contribute to the issue. The issue happened in all kind of variax plates with the variax2 locking screws but not with variax1 locking screws . Thus this device is deemed as concomitant. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "locking screw did not lock; the screw was idling in the plate."